Manufacturer narrative:
(B)(4). An event log review is pending; the logs have been received; however, although requested, the customer has not yet provided their dataset. A follow-up report will be submitted once the investigation has been completed. No devices received, log review pending.

Event description:
The customer requested an event log review to identify programming for a lidocaine infusion because a pt death occurred. Multiple medications were programmed; however, although requested, programming details have not been provided for any infusion. The customer does not allege a device malfunction but does believe that there may have been a user programming issue. Customer stated that no additional event or pt information is available.